Manufacturer narrative:
Evaluation results: one cadd battery pack was returned for investigation. The customer's reported complaint was not confirmed. The customer reported that battery will not fully charge, it only accepts 25%. The battery lot number (00003300718d) was charged until green led lit and then installed into a test unit. The battery was found to be fully charged and functioning properly. A root cause was not established because the reported product problem was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd accessories(battery), the battery did not get fully charged. It was reported that the battery only accepted 25% charge. No patient consequences were reported. No adverse effects were reported.